Event description:
It was reported that stent deployment issue and withdrawal difficulties occurred. The target lesion was located in the iliac artery. A 14x60/9fr uni plus 75cm wallstent® endoprosthesis stent was selected for use and advanced to treat the lesion. However, the stent was difficult to deploy. The physician continued deploying the stent as the stent delivery system cannot be withdrawn. Eventually, the stent was released but the position was not perfect. The physician doubt there is something wrong with the delivery system. The procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).